Event description:
Users reported that frx did not recommend and did not provide any shock when placed on a pt. Pt showed a cardio-pulmonary arrest, but his rhythm was not a vfib. But an asystole. It was confirmed by the clinicians after the incident that aeds are only addressing ventricular rhythm issues such as vf, vflutter. Nevertheless they claimed this was not made clear to users during product installation. (B) (4) from (B) (4). (B) (4)

Manufacturer narrative:
Method: ECG was reviewed for this incident. Conclusion: subject was in a non-shockable rhythm (asystole), no shock was advised/no shock was delivered. Device did not cause or contribute to outcome.